Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2012. Concomitant medical products: cat#: 00885201436, elevated rim liner 36, lot#: ni. Cat#: 00784301356, femoral stem, lot#: ni. Cat#: 00625006525, bone scr 6.5x25 self-tap, lot#: ni. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03270, 0001822565 - 2021 - 03272.

Event description:
It was reported by the patient¿s wife that the patient underwent a hip replacement with zimmer biomet product. Approximately 9 years post implantation, patient now has bone spurs, tremor in right arm hand, skin rashes and sores that will not heal, constantly tires, has lost 2 inches in height, neck aches, hips are in pain, cannot sit, walk, or function. No additional information.

Event description:
It was reported by the patient¿s wife that the patient underwent a left hip replacement with zimmer biomet product. Patient now has bone spurs, tremor in right arm hand, skin rashes and sores that will not heal, constantly tires, has lost 2 inches in height, neck aches, hips are in pain, cannot sit, walk, or function. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, d4, g3, g4, h2, h6 b3 / d6 : revision occurred on an unknown date in 2012.